Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2012. An advantage sling was also implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence. Nonsurgical treatments: on (B)(6) 2020 the patient commenced incontinence medication: betmiga for the treatment of: incontinence (50mg). Treatment duration: 18 months. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor complications. On (B)(6) 2020 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: hormonal. Treatment duration: ongoing. On (B)(6) 2018 the patient commenced other (please specify) for the treatment of: to assist uti/bladder infections. Treatment duration: ongoing. On (B)(6) 2020 the patient commenced incontinence medication: vesicare for the treatment of: incontinence (10mg). Treatment duration: 18 months. On (B)(6) 2018 the patient commenced incontinence medication: ditropan for the treatment of: incontinence. Treatment duration: few years. Device 2 of 2